Event description:
It was reported the catheter was pinched or clogged up and patient wasn't getting medication. The exact details, date of this event was not reported, however it was indicated that this occured about 10 years ago (2003). Drug in the pump at the time of this event was not reported. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j11021r01, implanted: (B)(6) 2002, explanted: (B)(6) 2005, product type catheter. (B)(4).